Manufacturer narrative:
Clinical assessment of the reported event could not be completed due to a lack of receipt of relevant medical records and/or imaging. Several requests were made for both; however, inadequate response was received. As such, event determination, off label conditions, related patient harms and patient disposition could not be assessed. The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device was not returned as the device remains implanted therefore no evaluation was completed. No additional investigation of this reported event is planned however if additional information pertinent to the incident is obtained, a follow-up report will be submitted. Endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed.

Event description:
The patient was initially implanted with a bifurcated stent graft and a limb stent graft extension to treat an abdominal aortic aneurysm (aaa). Approximately seven (7) years post initial procedure, a possible 3b endoleak and possible migration with sac growth was reported. A type 2 endoleak was identified. (A type 2 endoleak is not device related rather anatomy related.) An intervention has been scheduled and the patient is being monitored. Subsequent to the initial report, additional information was received reporting that the re-intervention was successful. The intuitrak was relined with an ovation ix main body and three (3) ovation ix iliac limbs. A small type ii (non device related) from the lumbar remained.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The patient was initially implanted with a bifurcated stent graft and a limb stent graft extension to treat an abdominal aortic aneurysm (aaa). Approximately seven (7) years post initial procedure, a possible 3b endoleak and possible migration with sac growth was reported. A type 2 endoleak was identified. (A type 2 endoleak is not device related rather anatomy related.) An intervention has been scheduled and the patient is being monitored.